Event description:
It was reported that the system was explanted because patient developed an infection after an ICD was recently implanted. At explant, externalized conductors were observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Analysis found external insulation abrasion at 10.3cm-11.5cm from the distal tip. The damage found is consistent with friction to another device. The coating on the exposed re cable was intact.